Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the impedance test values were above 10000 ohms and the patient had an almost depleted ins. It was not known at which voltage the impedance was measured. No symptoms were reported. Additional information was received from a manufacturer representative (rep). It was reported that the ins was implanted in (B)(6) 2017. The ins serial number was provided, but the lead serial number was not available. The patient was not receiving effective therapy. Until the last visit in (B)(6) 2020, all electrodes beside electrode 1 were fine. During the last visit, all electrodes appeared with impedance above 10000 ohms. The cause of the high impedance was unknown. A total revision was being planned. It was noted that this information was confirmed with the physician/account.